Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep inspected the system and ordered replacement parts. No further service info is available. During a retrospective review this event was determined to be reportable. It was included as part of a retrospective summary report (rsr) request to FDA on april 26, 2011 (B)(4). FDA requested this event to be removed from the rsr request and filed via 3500a.

Event description:
The customer reported that when they hit the fluoroscopy button there was a hissing sound coming from x-ray tube. The screen flickers and when the hand or foot pedal, the screen goes blank and then the image comes up. No pt injury reported.